Manufacturer narrative:
(B)(4). The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: is a lot or serial number available? (B)(4) (cannot locate the product lot# for the lxmc13). Did the patient have an autoimmune disease? Not according to records. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? In previous office visit ((B)(6) 2018) patient complained that food feels like it gets stuck in esophagus. If yes, did the dysphagia improve after the device was implanted initially? No. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes, full dissection. Were there any other contributing factors that led to the removal of the device other than the reported mild dysphagia, nausea and vomiting? No. Was the device found in the correct position/geometry at the time of removal? Yes.

Event description:
It was reported that post-implant of linx lxmc13, patient was not satisfied with procedure as the patient was concerned about the possibility of vomiting. The patient experienced nausea (and felt the need to vomit) and was not comfortable having the implant. Patient has had mild dysphagia since implant on (B)(6) 2018. Explant was performed on (B)(6) 2019 with no issues noted post implant.

Manufacturer narrative:
(B)(4). Date sent: 09/16/2019. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The lot number is unknown, therefore no DHR review could be performed.

Manufacturer narrative:
(B)(4).